Event description:
During surgery, it was found that the surgeon tried to place a screw; however, the k-wire could not be removed from the screw, thus the screw together with the k-wire was removed and another k-wire was inserted and then another screw was placed. The sales rep addressed that the bone was very hard and the surgeon was having hard time tapping. Therefore, it is only a presumption, but the k-wire might have been bent while tapping and caused the event.

Manufacturer narrative:
Additional information has been requested and if made available, will be reported in a supplemental. Method, result, and conclusion codes will be made available following engineering evaluation.